Manufacturer narrative:
This report is submitted on june 21, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment and underwent a skin revision via electrocauterization.